Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the dissection tip broke off in the pt's leg. Staff retrieved the broken tip from the pt and used a replacement unit from another kit to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A piece of the juicer body was broken and missing. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot #.